Manufacturer narrative:
Initial.

Event description:
It was reported that the customer¿s caregiver entered an incorrect pairing code when attempting to pair a dexcom g7 continuous glucose monitor (cgm) with the ilet system, and customer care provided education and guidance to correct the pairing code and complete setup. No adverse clinical symptoms were reported. Outcomes included successful troubleshooting and education with instruction to allow time for pairing. User support included customer service review, user guidance, and confirmation of correct pairing steps. Investigation of this case revealed user setup error related to cgm pairing code entry, resolved through education and correction of the pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.